Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s prolonged hospitalization. Isi has attempted to contact the surgeon and site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted cystectomy with ileal conduit procedure, the patient experienced temporary post-operative ileus and was also hospitalized for a prolonged period of time. However, the root cause of the patient¿s prolonged hospitalization is unknown. There is no allegation that malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after undergoing an unspecified da vinci-assisted surgical procedure, the patient experienced post-operative ileus. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On (B)(4) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was completed as planned. The cystectomy was completed robotically and the ileal conduit was performed outside of the patient's body cavity. On (B)(6) 2019, the patient was reportedly still in the hospital. However, the reason for the prolonged hospitalization is unknown. On (B)(4) 2019, isi contacted the site and was informed that the patient was discharged on an unspecified date. A nurse at the site indicated that the "decrease in intestinal movement" was "temporary" and was possibly attributed to anesthesia.